Event description:
Baxter global affiliate reported in 2000, the home pt (hp) felt the temperature of solution being infused was higher than normal while using the yume cycler for apd therapy. Affiliate reports during fill 2 of 3, the hp woke up feeling hot around the abdomen and called the operational support center for assistance. At the time of the call, the hp noted the solution bag on top of the heater felt warmer than normal and the operational support center staff instructed the hp to reduce the temp from 36 to 35 degrees c. The hp continued therapy to completion and the device was replaced later in the day. The hp visited the hosp as an outpatient after experiencing abdomen pain and a CT scan was scheduled for later in the month. The CT scan was taken and revealed a hematoma or amyloid formation within the abdomen skin. Affiliate reports that an add'l examination performed in 2001 reveals the affected area was noted to be smaller than before.